Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after an insulin occlusion alert was displayed and not acted upon, with subsequent reports indicating no insulin delivery until a full supply change was completed, after which insulin delivery resumed and glucose returned to range. Symptoms included elevated blood glucose. Outcomes included temporary impairment due to elevated glucose levels without medical intervention. Investigation included complaint review, product use assessment, and troubleshooting with education on responding to occlusion alerts. Investigation of this case revealed an occlusion that resolved only after replacement of the infusion set, cartridge, and connector. It was concluded that the event was attributable to an insulin delivery occlusion related to the infusion set and was resolved through supply change and user education.